Event description:
It was reported that during a primary left mako knee, a right-sided femoral component was implanted. The rep read off and handed the nurse the implant, who opened it at the back table. The nurse opened and read off the implant to the scrub tech, who then opened the implant to the field (it is unknown if the scrub tech read it off). Discovery was made post-operatively. Current surgical plan is to observe and assess, with the patient's agreement as the patient is pain free. Rep provided the usage sheet and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event:  an event regarding incorrect selection involving a triathlon component was reported.  Conclusion:  it was reported that during a primary left mako knee, a right-sided femoral component was implanted. Based on the provided information it has been determined that this event is associated with an off-label application. A review of provided implant sheet indicates that the device was clearly labeled for side "rt" (right). No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a primary left mako knee, a right-sided femoral component was implanted. The rep read off and handed the nurse the implant, who opened it at the back table. The nurse opened and read off the implant to the scrub tech, who then opened the implant to the field (it is unknown if the scrub tech read it off). Discovery was made post-operatively. Current surgical plan is to observe and assess, with the patient's agreement as the patient is pain free. Rep provided the usage sheet and confirmed that no further information will be released by the hospital or surgeon.